Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product was returned for analysis. During the visual inspection no pull off of suture needle was noted as the suture was observed attached to needle, and no needle bending was observed. However, needle breakage was noted on the tip needle. A fracture was observed at the tip of the needle during fractographic evaluation. One side of the needle was received, the mating fracture surface was not provided for the evaluation. The fracture surfaces and surrounding area of the needle was examined by microscopy, and revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, there was breakage that occurred at the tip of the needle during use due to tensile overload.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a suture was used. During surgery it was found that the needle was slightly attached to the suture and was also bent. A second unknown suture was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided. Upon receipt and evaluation of the returned sample the needle tip was found to be broken.